Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 17, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product was used off-label not according to the information for use. No additional patient/event details have been provided, should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported an inflation issue with the flexi-seal signal fms. The device was inserted for management of "lots of profuse, loose stool", which developed after the patient was admitted to the intensive therapy unit with "low gcs and hyperpyrexia." When the nurse went to remove the device, she removed 45ml water, but the device could not be removed. At least an additional 100ml water was withdrawn before the device was able to be removed with some difficulty. Upon removal, it appeared as though the balloon may have ruptured. There was no visible tissue damage, bleeding, discomfort or patient distress. No patient harm resulted due to the reported malfunction and the patient has since been discharged.